Event description:
Plaintiff alleges that exposure to latex containing products directly and proximately caused her to become ill, injured and disabled. Plaintiff alleges sustaining the following injuries: respiratory problems, including anaphylactic reactions, and related mental and emotional distress, of a permanent, continuing and life-threatening nature.